Event description:
Re-ptca of the target lesion.

Event description:
The report from the cypher database indicated that: one year after receiving a 2.25 x33 mm and a 2.25 x 18mm cypher to the first diagonal artery, the pt was found dead at home the autopsy showed evidence of an acute mi located on the anterior wall.